Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ts deployed simultaneously during the meniscus repair surgery. Both ts were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Two curved ultra fast-fix assemblies was returned for evaluation. Visual assessment showed the triggers on both devices have been fully advanced and locked within their handles indicating a complete deployment. The depth limiter on each device has been trimmed to the surgeons desired length. Both delivery needles are bent. One suture/t construct was also returned for examination. The suture has been cinched within 7mm of each t and the suture knot looks unremarkable. The ts show no abnormalities. Per the device instructions for use under warnings ¿do not bend delivery needle¿. This investigation could not identify any evidence of product contribution to the reported complaint.